Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was a clamp was inadvertently left open by the patient. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell. The home patient (hp) was in dwell 3/4. There was no hp or bag disconnection. The hp had 2 bags connected and the unused line clamps were open. The hp then cycled the power to system error 2367. The hp would complete therapy with manual supplies and cleared the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The registered nurse (rn) was made aware that the home patient (hp) left a clamp open on an unused line during therapy. The rn stated the hp has had no injury or medical intervention as a result of this event.